Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate high voltage therapy. Diagnostic imaging was performed and dislodgement was confirmed. The patient was hospitalized and lead revision was anticipated. The patient passed away from sepsis due to pneumonia. There was no allegation of malfunction against the device.